Event description:
Pt and family had elected not to replace lvad when it came to the end of the device's ability to pump. When lvad failed, it was stopped and pt was provided comfort care. Pt was not a surgical candidate.